Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the dyskinesia and jerking sensation have been resolved. The patient stated that in order to resolve the issue they adjusted their medication, and that the circumstances that led to the issue was a change in dosage/regularity of taking the meds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a jerking sensation as of (B)(6) 2016. It was stated that they have been taking the same amount of medications as they have always taken and that the healthcare provider (hcp) started reducing their medicine. Instead of taking 17 pills per day they are now taking 1/2 pill every 2 hours. The patient had dyskinesia on the saturday prior to date notified and called the hcp who told them to take "2 that day" with the patient still having dyskinesia afterwards. The patient had 1 pill the next day and then got down to 1/2m indicating that the machine needs to be adjusted as their foot starts moving. The patient's indication for implant is movement disorders.